Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that after an unknown period of time post implant of a bifurcated device and a suprarenal the physician reported the patient had an unknown endoleak. It was noted that an intervention was performed however no details are currently available concerning the intervention or patient status.